Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. H.3 the device was returned to the manufactured for evaluation and was reported incorrectly on the initial manufacturer device report number 1220648-2024-17427. Other (code unspecified, describe in h10 )was reported incorrectly on the initial manufacturer device report number 1220648-2024-17427 and device evaluation anticipated, but not yet begun should of been selected. H.6 code 4114 was entered incorrectly on the initial manufacturer device report number 1220648-2024-17427. The device was returned for investigation. H.10 additional manufacturer narrative on the previously submitted manufacturer device report number 1220648-2024-17427 stated that the device was not returned but the device was returned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump would not start. The staff tried to switch consoles to no avail. The pump was explanted. A different pump was primed and started. There was no patient harm.